Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated the event was first observed (B)(6) 2019. When asked whether the issue was resolved after the revision, the patient stated they still have pain in the area where surgery took place and the implant moves about in their skin unlike their prior implant where they could not feel it or move it. The patient felt their current doctor didn't understand the implant and initially didn't want to do anything about it there were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the implant had come out of the pocket, was poking out of the skin, and it was just not sitting right. The patient surgery was planned for (B)(6) 2019. The patient stated that they had the device moved as it had come out of the pocket. There was no fall or trauma noted. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated the event was first observed (B)(6)2019. When asked whether the issue was resolved after the revision, they stated: not exactly, the implant was not working after surgery, the doctor had somehow made the implant stop working. The patient had to go to hcp office and then the doctor was able to get the implant turned on, however the patient could not control it herself with the handset to power the implant. Three more visits were made before this was fixed (B)(6), and a manufacturer's rep assisted patient to resolve the issue. The patient still has pain in the area where surgery took place and the implant moves about in their skin unlike their prior implant where they could not feel it or move it. The patient felt their current doctor didn't understand the implant and initially didn't want to do anything about it there were no further complications reported.